Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation, balloon did not deflate even after the wire the removed. Information available indicated that there was resistance while introducing the wire through the balloon although the contrast mixture was 50/50. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Product available to stryker: updated. Device evaluated by mfg: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the balloon catheter shaft was kinked at the strain relief and on the proximal and distal end. The distal tip lumen was noted to be blocked and damaged. During functional testing, an attempt was made to flush the device; however it could not be flushed. A demonstration guide wire was advanced into the hub and into the balloon catheter, and resistance was met at the kink at 10.5cm the proximal end and it would not pass further. A patency test was performed and the mandrel would not pass the 10.5cm kink. The balloon catheter was cut at 25 cm from the distal end in an attempt to inflate the balloon. The balloon was inflated without a guide wire inserted due to the blockage to the distal tip seal. The balloon was then deflated by retracting the syringe. During the device analysis the distal tip seal of the balloon catheter was noted to be blocked with crystalized contrast and damage had been sustained to the tip which is consistent with the guide wire becoming stuck within the distal tip due to crystallization of contrast media. The balloon inflated without the guide wire inserted during the device analysis, confirming the event. Based on the results of the analysis and information available from the customer, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the balloon during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during preparation, balloon did not deflate even after the wire the removed. Information available indicated that there was resistance while introducing the wire through the balloon although the contrast mixture was 50/50. There were no clinical consequences reported to the patient.